Event description:
I am a type 2 diabetic and have used abbot freestyle libre since 2019. I have recently encountered serious quality control issues with their libre 2 device. I have been unsuccessful in contacting the company to resolve the issue. The sensors should last 14 days and I calibrate them with test strips during the first 12 hours of use. I have found that after 3 or 4 days they start seriously underestimating my glucose level. For example the device will warn me that my glucose is 65 mg/dl but when I test it with either an abbot neo strip in the same meter or a contour strip with its meter my glucose is > 160 mg/dl. This has happened with at least 4 of the last 6 sensors I have used. It affected me personally when I went on vacation at thanksgiving and thought that my diabetes was under control due to lack of work stress, but then finding out after a week of eating freely that the readings were wrong. My a1c increased by 0.8%. The consequences could potentially be much worse for type 1 diabetics who rely on this device to time their insulin doses. My pharmacist has told me that there have been numerous complaints of the device not working properly and that I should contact abbot. When I emailed them I just got a customer satisfaction survey for a reply and when I phone they do not pick up the call. So is FDA cdrh aware of this? I have used freestyle libre constantly since (B)(6) 2019 and it has given me accurate readings within 15 mg/dl of test strip readings after calibration up to the last few months. I have a phd in biochemistry and work as a research scientist for FDA so I do know the mechanics and science behind these devices and how they should work. I have checked and reread their instructions and do not appear to be applying the sensor incorrectly, and according to my pharmacist, I am not the only person having problems. So I believe abbot currently have quality control issues with their product. FDA safety report ID# (B)(4).